Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported by the customer's mother that the customer was unable to rewind the insulin pump. Troubleshooting was performed and customer was able to rewind the insulin pump. Customer's blood glucose level was 599 mg/dl. Customer's mother could not explain what caused the blood glucose reading. No additional information provided.